Event description:
Reportedly, the medical examiner's office requested to analyze the pacemaker involved in this MDR report which was explained from deceased pt. The exact date of the death and the cause was not available.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states.